Manufacturer narrative:
The t:slim x2 user guide (with cgm integration) states: to activate the ble communication, you need to enter the unique transmitter ID into your pump. Once the transmitter ID has been entered into your pump, the two devices can be paired, allowing your sensor glucose readings to be displayed on your t:slim x2 pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an indeterminate amount of time. Reportedly, the transmitter was paired with the dexcom receiver in addition to the pump. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.